Manufacturer narrative:
Referring to product inquiry the broken long nail kit r2.0, ti, left gamma3® ø11x320mm x 125° is stated to be the primary product. The other items reported are considered associated products. Failures in material or manufacturing of the returned nail kit were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received gamma3 long nail has already been implanted in (B)(6) 2013 and it was found to be broken in (B)(6) 2015, which means an implantation duration of more than 20 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive axial overload. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. Considerable material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by massive axial load - transmitted by the lag screw, which indicates more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (bone was significantly weakened by metastasis in the area of the proximal femur) contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). The resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of at least 20 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the doctor that a long g3 nail is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the dr that a long g3 nail is broken.